Event description:
A pt (age and gender unk) underwent a therapeutic procedure for gastric hemostasis. The resolution clip device was inserted via scope into the pt, the clinician reports the device would not initially extend inside the pt. When the device did extend, the clip deployed prematurely in to the stomach.t he clip was not retrieved. The procedure was successfully completed utilizing another device. The pt did not sustain any reported complications or ill effects as a result of the deployment issue. The pt condiction is noted as 'ok'.